Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready ID (crrid) on the echo. The patient has a history of anti-c and anti-e. The customer repeated testing and the results were positive (3 to 4+ reactions).

Manufacturer narrative:
Review of instrument images shows no sample was pipetted into the first 8 crrid wells upon initial testing, possibly due to a bubble or clot in the sample.